Event description:
It was reported that a device alarmed for a system error 322. There was no pt injury.

Manufacturer narrative:
MFR ref number (B)(4). Baxter has received and is currently evaluating the device. When the eval is complete, a supplemental report will be submitted.